Manufacturer narrative:
The pump was received with a cracked case at the display window corner and minor scratches on the lcd window. The drive support disk was inspected and no anomaly was noted. The pump was received without the belt clip and no physical damage to the belt clip slot was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the drive support cap was sticking out of the insulin pump. The customer's blood glucose reading was 204 mg/dl. The customer went through troubleshooting. Customer was advised to revert to a back-up plan and that the device would be replaced, and to return their device for analysis. The belt-clip was also replaced.